Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with the distal conductor stretched that prevents guidewire insertion.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was opened on the table and the physician attempted to send the guidewire inside of the stent, but it could not pass through the lead. The curve spiral was seen in a different shape while inspecting the lead. The lv lead was not used in the patient and replaced. No patient complications have been reported as a result of this event.